Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse observed the main sample nozzle was in the down position and would not return to the home position. Fse ran test and noticed that when it went to pick up a tip it would come down hard and make a clicking sound. Fse performed tip adjustments and ran a pick up tip test. The result of the test passed and showed the main sample nozzle was within specification and the clicking sound disappeared. Fse then ran daily check and a sample test. All results were within acceptable range and the error 4223 cleared. The aia-2000 instrument was functioning as intended. No further action required from field service. A complaint history review and service history review for similar complaints was performed for serial (B)(4) from 04-dec-2016 through (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under a4, appendix 4: error messages, error 4223 is main arm z-axis home overrun. This message is generated since the home sensor was activated improperly after movement of the main arm z-axis. If retry fails, the measurement result will be flagged mechanical failure (mf flag). The solution for the customer is to contact tosoh service center or local representatives. The most probable cause of the reported issue was due to main tip pick up position needed adjustment.

Event description:
On (B)(6) 2018, a customer reported getting error 4223 main arm z-axis home overrun on the aia-2000 instrument. Customer is unable to run luteinizing hormone (lh ii), progesterone (prog), follicle stimulating hormone (fsh), and prolactin (prl). On (B)(6) 2018, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of lh ii, prog, fsh, and prl patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Event description:
N/a.

Manufacturer narrative:
Corrected data: date of event of the initial report was (B)(6) 2018. The corrected date is (B)(6) 2018.